Manufacturer narrative:
No medwatch form was received. Final analysis found that both atrial and ventricular set screws missing.

Event description:
It was reported that the set screws were missing from the header of pulse generator. The device was removed and replaced.